Event description:
It is reported that the devices were implanted in 2009 and will be revised in 2010, due to the glenosphere disassociating from the baseplate.

Manufacturer narrative:
This report will be amended when our investigation is complete.